Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray failure (defective x-ray tube). Troubleshooting was performed and the fse replaced the defective x-ray tube. After replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a procedure had to be stopped due to a tube being defective. The system was in clinical use and no patient or user harm has been reported. A philips engineer inspected the system onsite and identified a failure in the x-ray tube. X-ray tube needs to be replaced.